Event description:
Same case as manufacturer's report # 6000130-2006-00112 during a superficial femoral artery angioplasty treatment procedure, the pta balloon was sticking on the coating of the zipwire ss. The procedure was successfully completed with this device. The patient's condition was reported as 'fine'.